Event description:
The event is reported as: the device failed on the first clip and then completely jammed causing some tissue damage resulting in uncharacteristic bleeding. Additional over sewing of vessel required. No further information available.

Manufacturer narrative:
No sample available for investigation. Evaluation - no sample to investigate. DHR review was performed. Results - DHR review revealed no similar defect was reported during the manufacture of this lot#. Conclusions - sample to confirm reported defect.